Event description:
It was reported to bsc on 12/18/06 that during an ercp, as current was applied, the cutting wire of the tome broke. Patient is female and age is unknown. It was also reported that the procedure was successfully completed with a second device and that there were no adverse effects for the pt.

Manufacturer narrative:
This device has been rec'd by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.